Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges personal injury and surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax mesh (device #2). Additional emdrs were submitted to represent the bard flat mesh (device #1) and the bard/davol 3dmax mesh (device #3). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified two bard/davol 3dmax meshes on (B)(6) 2014 and a bard mesh (bard flat mesh) on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against all the meshes. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is alleged that the patient sustained personal injury. It is also alleged that the patient experienced emotional distress and the device was defective.